Manufacturer narrative:
On the 29th of august, the user emailed dario again, stating that her test strips are not functioning as they should and that she attributes this malfunction to the humidity in ohio, where she is living temporarily. As in the user's original email, she requested guidance regarding the best method of storing her test strips in order to protect them from humidity. Dario's user guide states in the section of general precautions: "blood glucose testing with the dario system should only be done in temperatures between 50°f-95°f (10°c-35°c) and relative humidity between 15-85%. Test results may not be correct if the room temperature and/or humidity are outside this range." During troubleshooting on the phone with dario's representative on september 2nd, the user reported that she normally receives bg readings in the 85 mg/dl to 120 mg/dl range from her dario meter, however two weeks after opening the cartridge of strips, the user began receiving bg readings in the 205 mg/dl range. Due to the above, the user opened a new strips cartridge, which she tested with and received a bg reading of 87 mg/dl. The user stated that she discarded the strips cartridge that gave her the high bg readings and therefore had no details to share regarding those strips. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user on september 9th and 16th, with the user reporting in both instances that she is receiving bg readings in normal range for her. The user also told dario's representative that she purchased pellets that absorb moisture, and she places them in the bag with her dario meter in order to preserve the test strips under better conditions. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On august 28th, the user contacted dario to report high blood glucose (bg) readings. The user emailed dario requesting information regarding the best storage methods for the test strips.